Event description:
It was reported that this right atrial (ra) lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service) on (B)(6) 2020 for unknown reason. As part of a full system explant, this ra lead was explanted on (B)(6) 2025. Besides surgical intervention, no adverse patient effects were reported. The explanted ra lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.